Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when the subject programmer was received from the subsidiary as a replacement, it was observed that it was dusty and dirty. In addition, patient files were still recorded in the programmer. Preliminary analysis results showed that this issue came from an isolated human error when preparing the programmer.

Event description:
Reportedly, when the subject programmer was received from the subsidiary as a replacement, it was observed that it was dusty and dirty. In addition, patient files were still recorded in the programmer. Preliminary analysis results showed that this issue came from an isolated human error when preparing the programmer.